Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of under-sensing were observed on the device. The physician doesn't allege a device malfunction but suspected that the cause was due to loss of tissue contact with the device. No intervention was performed. The patient was stable with no consequences.